Event description:
The customer reported via phone call that they experienced a blank display on the insulin pump. The customer's blood glucose at the time of the call was 230 mg/dl. While troubleshooting, the customer confirmed that the insulin pump had not been dropped, bumped or exposed to moisture. The customer stated that the battery compartment and the spring were neither damaged nor corroded. The customer mentioned that there was fluid in the battery compartment. The customer was advised to insert a new aaa alkaline battery, but the customer stated that the display did not return. The customer also had high blood glucose of 500 mg/dl after delivering a bolus. The customer had reverted to manual injections. The customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with no blank display and no moisture damage on electronic assembly. Currents are within specification, no unexpected battery out limit alarm and the lcd board ok. However, the insulin pump was received with corroded battery tube. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.